Event description:
It was reported that a patient experienced thrombosis. A farawave was selected for use during a concomitant farapulse and watchman procedure to treat atrial fibrillation. Tee was performed to clear the appendage prior to groin puncture. Minimal spontaneous echo contrast was noted. Pulmonary vein isolation (pvi) and pw ablation was performed with no issues. The patient was cardioverted post-ablation while the map was being created. Ice was used for the ablation portion and the left atrium appendage (laa) was in view frequently with no thrombus noted in the appendage. The mapping catheter was pulled after the cardioversion, and ice was pulled to the right atrium in preparation for the fixed curve sheath to be inserted and the tee probe to be inserted. Upon insertion of the tee probe, a significant amount of smoke was noted with a newly formed thrombus in the appendage. In the 5-10 minutes, it was observed and it was possible to see the thrombus organizing more and more in the laa. The faradrive sheath was in the right groin and a 6f sheath with a quad in the left groin/right ventricle. Act was greater than 350 with a continuous heparin drip during the entire procedure. Hence, it was decided to cancel the remainder of the procedure. The patient received blood thinners. The patient was hospitalized. No further information was provided. The farawave is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, initial reporter title, initial reporter first name and initial reporter last name (e1), health professional? (E2) and occupation (e3), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced thrombosis. A farawave was selected for use during a concomitant farapulse and watchman procedure to treat atrial fibrillation. Tee was performed to clear the appendage prior to groin puncture. Minimal spontaneous echo contrast was noted. Pulmonary vein isolation (pvi) and pw ablation was performed with no issues. The patient was cardioverted post-ablation while the map was being created. Ice was used for the ablation portion and the left atrium appendage (laa) was in view frequently with no thrombus noted in the appendage. The mapping catheter was pulled after the cardioversion, and ice was pulled to the right atrium in preparation for the fixed curve sheath to be inserted and the tee probe to be inserted. Upon insertion of the tee probe, a significant amount of smoke was noted with a newly formed thrombus in the appendage. In the 5-10 minutes, it was observed and it was possible to see the thrombus organizing more and more in the laa. The faradrive sheath was in the right groin and a 6f sheath with a quad in the left groin/right ventricle. Act was greater than 350 with a continuous heparin drip during the entire procedure. Hence, it was decided to cancel the remainder of the procedure. The patient received blood thinners. The patient was hospitalized. No further information was provided. The farawave is not expected to return as it was disposed. It was further reported that the patient was admitted and discharged on eliquis. Worked up for heparin-induced thrombocytopenia (hit) which came back positive. A smoke was noted as the echo was reinserted after cardioversion prior to the wm portion of the concomitant procedure. The smoke was significantly more than the pre-imaging done prior to the ablation. It was possible to see the thrombus develop.